Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. The lens haptic tore during insertion into the pt's eye. The surgeon cut the lens to remove from eye. The incision was not enlarged and no suture was used. Another same model and size lens was implanted. There was no pt injury. The lens was accidently discharged.

Manufacturer narrative:
(B)(4). An investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens could not be evaluated because lens was not returned to staar. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).